Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause and treatment for the peritonitis event were not reported. The patient was recovering from the event and physioneal therapies were discontinued. The reporter declined to provide further information. No additional information is available.